Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient had a "strange jolt" while increasing stimulation. It reportedly started 3 or 4 days prior to the report. The patient did not recall any incident that may have caused the issue. It was further reported that the patient had fallen "a lot" and she has more pain due to 2 more discs being out of place. It was noted that this occurred after her implant. It was reported that the stimulation sensation has not changed. It was also noted that the patient was receiving injections for her disc pain. Several days later it was reported that the patient had ¿multiple medical issues "not stimulation related" which required frequent visits to her health care provider (hcp). It was noted that there were no abnormal impedance measurements and that there were "no stimulation (mechanical) issues." It was also noted that there was no equipment failure detected. It was further reported that the pain was continuing and that the patient has additional programming appointments scheduled. It was noted that the patient did not require hospitalization.